Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found the entire device was slightly worn. The battery compartment was damaged and the display glass was scratched. A review of the event history log showed "downstream occlusion" and "key stuck" alarm messages. During the functional testing, the problem could not be confirmed, because the pump wasn't able to be powered on. The beeper and on/off key were broken. The cause of the issue was unable to be determined. Service history identified that no previous repair has been noted in the last 12 months.

Event description:
It was reported that the pump displayed "error 41541 3003". There was unknown patient involvement and unknown patient harm/adverse event reported.